Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, nor photographs were provided. However based on the event description, device and other information provided, the reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. According to the information received, "the date (B)(6) 2023 the hospital of (B)(6) has an implant a product has expirited the 31/5/23. The product was not returned to depuy synthes, nor photographs were provided, however based on the event description, device and other information provided, the reported allegation can be confirmed. A manufacturing record evaluation was performed for the finished device product code: 3332040, lot - number: 9524040, and no non-conformances / manufacturing irregularities were identified. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. Manufacturing date: 2020-06-16; expiry date: 2023-05-31; quantity: (B)(4). No distribution date was received after performing additional follow-up. There were zero non conformances on this lot. All qc and microbiology testing met specification. The overall complaint was confirmed as the depuy cmw 3 40g (product code : 3332040 & lot number : 9524040) would contribute to the reported allegation. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3332040, lot - number: 9524040, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 ,the hospital cement was expired on 31 may 2023. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed?unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of : none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.